Event description:
Reporter stated that the 3rd and 4th connector pins on the suspect device, are missing. Additionally, reporter noted that the contact area is blackened (indicative of an electrical short). No operator injury was reported. Technical support requested the return of the suspect device and replacement product was shipped.